Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was explanted. Follow-up report will be submitted once the root cause determined. The subject device is part of the voluntary field corrective action initiated for neuro zti on (B)(6) 2021 (international recall #211014).

Event description:
Oticon medical representative reported that the patient could hear nothing while using speech processor on the left side since the problem occured: a sudden decrease of performance. Oticon medical representative reports also an impact on the implant with hematoma. In vivo analysis performed by the oticon medical representative on (B)(6), 2022 revealed infinite impedance on 18 out of 20 electrodes.